Manufacturer narrative:
Additional information: d10, g4, g7, h2, h3, h6. One bi-directional, curve d-f, tacticath sensor enabled contact force ablation catheter was received for evaluation. The magnetic sensor, thermocouples, and electrodes 1-4 met specifications during electrical testing. Optical fibers 1-3 met specifications for optical properties. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported cardiac perforation cannot be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Manufacturer narrative:
The results, method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an ablation procedure steam pops occurred, following by a pericardial effusion. When ablation was being performed in both the anterior septal aspect of the right pulmonary vein and the cavo-tricuspid isthmus, steam pops occurred. Ablation was set at 45w for 10-20 seconds, temperature at 41-45*c, irrigation at 30 ml/min, and with an impedance cut off at 150 ohms. The contact force varied between 5-20 grams in these locations. There were no temperature or impedance increases observed prior to the steam pops. At the end of the procedure a pericardial effusion was noted on transoesophageal echocardiogram so a pericardiocentesis was performed to stabilize the patient.